Manufacturer narrative:
(B)(4)

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the patient was outside the treatment size range for the aortic body stent graft. The physician elected to proceed with the case by placing the proximal sealing ring higher than recommended and implanting bilateral stents in the renal arteries to maintain patency. The 2 week follow-up CT showed the presence of a type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.